Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 165 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All the buttons function properly, however moisture damage was found on keypad traces. There was no frozen screen or display anomaly noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).